Event description:
It was reported by sales rep that the all-in-one ccu+light source device was bad. According to the report, the in-screen showed red and grey lines flickering without a camera plugged-in. They tried connecting camera but yielded the same result. During in-house engineering evaluation, it was determined that the device had intermittent operation in the circuit board. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional : intermittent operation circuit board. Software issue. Minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.